Manufacturer narrative:
The customer provided additional clarification on october 07, 2020 regarding the reported incident. The customer stated that when they twisted the plastic sheath off the cartridge, the needle/hub assembly separates from the sheath/cartridge and falls onto the table. There was no patient injury. The needle (cannula only) did not separate from the hub as originally reported but rather the needle/hub assembly detached from cartridge. Based on this clarification from the customer, this complaint is not considered reportable per MDR regulation.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that when they twist off the plastic top, the needle separates from the hub and falls off. Additional information provided by the customer on 20-aug-2020 stated that when they twisted the plastic sheath off, the needle would fall off the plastic hub and onto the table. She said that they had many needles do this in one box. They opened a second box and when they tried to use the second box it would do the same thing, when they twisted the plastic sheath off, the needle would fall off the hub and onto the table.